Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5, and h6: describe the event or problem field, patient codes, device codes, and impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and a gradual decrease in impedance measurements. Additionally, it was noted that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt), which led to undersensing and a delay in the therapy. The crt-d did not successfully convert the vt. A defibrillation threshold (dft) testing was performed and the commanded shock was successful. The physician opted to replace this rv lead. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.